Event description:
Customer reportedly received results in the 500's (mg/dl) and 200's (mg/dl) within 10 minutes on the advantage system. No high blood symptoms reported with these results. No action was taken based on device results. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. Controls were run and in range. Requested return of suspect device and replacement was sent.